Event description:
It was reported by medical professional that vns patient had upper airways obstruction likely related to vns stimulation. Additional information received that the vns amplitude was reduced and then patient was treated for obstructive sleep apnea (osa) with mask bipap ventilation, which worked well till (B)(6) 2015. Patient has been implanted for many years now. It was reported that the problem started few years ago. Additional information was received that patient, now 10 years old, developed severe, intermittent upper airway obstruction, worse during sleep, after the implantation of a vns device at the age of 7.5 years. It was reported that patient had no past history of respiratory problems. Within six months of implantation of the vns, a change in her nocturnal breathing was noted. A sleep study showed ¿regular episodes of desaturation with absent airflow every 6-7 minutes that interestingly were unrelated to sleep state.¿ patient needed night-time face mask home ventilation for over one year due to worsening upper airway obstruction. Concern was raised by the patient¿s mother about the effect of the vns on her breathing. Reduction of output, pulse width and frequency resulted in an immediate and noticeable improvement in her breathing. It was reported that patient underwent a repeat sleep study with the vns device switched off for half the study, showing the impact of vns on patient breathing and saturation.